Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose levels (400-500 mg/dl), and moderate levels of ketones. Customer stated they believe elevated bg's may be due to their site location. Customer delivered an injection via an insulin pen. Recommendation was made to discuss diabetes management with customer's health care professional.